Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 11/2023. Device pending return.

Event description:
It was reported that during a procedure, the sheath on the tunneler allegedly got split. It was further reported that the catheter allegedly unable to be inserted into the patient. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a procedure, the sheath on the tunneler allegedly got split. It was further reported that the catheter allegedly unable to be inserted into the patient. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hemosplit dual lumen catheter, two end caps, one tunneler, one introducer needle, one 8f dilator, one 10f dilator, one j-tip guidewire, and one peel-apart sheath with vessel dilator were returned for evaluation. Although the sample was returned for evaluation, one electronic photo was provided for review. Gross visual evaluation was performed. The investigation is confirmed for the reported fracture, detachment and difficult to insert and the identified bent issues, as the sheath was noted to be detached and cracked at the proximal end. A bend was noted to the tunneler. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2023), h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.